Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the lip ring of the reservoir was cracked. The blood glucose level was 261 mg/dl. Customer stated that the reservoir was unable to lock into the place. The insulin pump will return for the analysis.

Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, however test reservoir able to lock/click into place properly. The device was received without battery cap.